Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening sharp assessed as unidentified (tear) opening (shell thickness was within specification) and observed, a striated opening assessed as surgical damage. Additional observations: ¿ crease fold observed in the device. ¿ wear abrasion observed in the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported right side rupture diagnosed by ultrasound and mammogram. Device has been explanted.

Event description:
Physician reported right side rupture diagnosed by ultrasound. Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported right side rupture diagnosed by mammogram. Device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: -rupture observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right side rupture diagnosed by mammogram. Device has been explanted.

Manufacturer narrative:
Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture diagnosed by ultrasound and mammogram. Device has been explanted.